Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) not working on battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) was not working on batteries. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found the battery to be defective. So, in order to fix the issue, the fse replaced the batteries (0146-00-0039) and found the unit working satisfactorily. The unit was then handed over to the customer in good working condition.